Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a customer that experienced a dirty cassette. This was discovered during set-up and the patient did not connect to the cassette. The technical services representative assisted the customer to end therapy and advised them to start over with all new supplies. Additional information was requested but was unavailable.